Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Just after the last ablation, beneath the pulmonary valve in the rvot, the patient became hypotensive and a cardiac tamponade was detected via echocardiography. Blood pressure prior to decrease was 80. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Procedure was completed. Patient was transferred to the intensive care unit (ICU). Physician did not provide a causality opinion. Ablation was performed at 35 watts, 20-60 seconds, and contact forces of 20-36 grams. Real-time graph revealed contact force over 50 grams.

Manufacturer narrative:
Additional information received on 2/8/2018 indicates ablation # 1 was performed using 35 watts for 60 seconds and ablation # 2 was performed using 35 watts for 20 seconds. During ablation # 3, immediately after the final ablation under the pulmonary valve in the rvot, the patient became hypotensive and a cardiac tamponade was detected via echocardiography. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. There is no information regarding transseptal puncture. There is no sheath information. Generator was set on power control mode. Ablation was performed at 35 watts, for 20-60 seconds, with contact forces of 20-36 grams. The real-time graph revealed a contact force reading of greater than 50 grams. There is no information regarding generator parameters, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure. Lastly, the biosense webster inc. (Bwi) failure analysis lab received the device for evaluation on 2/15/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis.just after the last ablation, beneath the pulmonary valve in the rvot, the patient became hypotensive and a cardiac tamponade was detected via echocardiography. Blood pressure prior to decrease was 80. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Procedure was completed. Patient was transferred to the intensive care unit (ICU). Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Product investigation summary: the returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).